Manufacturer narrative:
A stryker field service technician evaluated the device while repairing the power supply box (psb). During evaluation, it was noticed that there was evidence of melting on the power cable and receptor. The melting was potentially caused as a result of arcing between the power cord and the receptor which generated heat. The arcing was most likely due to the power cable not being fully seated into the receptacle. There was no patient involvement and no adverse consequence reported. The power control board of the psb was replaced, the cables were repaired and the device was returned to service.

Event description:
It was reported that the power supply box of a visum halogen surgical light had a melted port where the power cable connects to the receptor in the power supply box. There was no reported patient involvement and no reported adverse consequences.